Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 71 mg/dl, 111 mg/dl. Tests were done within 10 minutes with a difference of 35 mg/dl. Patient did not experience any adverse events. No further information has been reported. In addition to the previous incident description: customer cleaning meter incorrectly.